Event description:
Additional information received indicated the event was resolved by capping the right ventricular lead and implanting a subcutaneous ICD system.

Event description:
During a follow-up, episodes of noise which resulted in oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected but was not confirmed. The patient was hospitalized and evaluated for rv lead replacement to resolve the event. No further intervention was performed. The patient was stable.